Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5156962

Event description:
Voluntary medwatch received states the right ventricular lead was explanted due to infection. No adverse patient consequences were reported.